Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rack pushrod on the pump was damaged and cracked, which led to difficulties loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 520 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy.